Event description:
The manufacturer received information alleging a bipap a40 pro device was alarming for a ventilator inoperative alarm condition and a high internal o2 alarm occurred. There was no harm or injury alleged. The device has yet to be returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a pressure regulation condition occurred. There was no harm or injury reported. The manufacturer previously reported that a ventilator inoperative condition occurred. That information was not correct. Upon further review, it has been determined that the complaint was reported in error. There is no reportable malfunction, and a final report is being filed at this time. If pertinent information becomes available in the future, a supplemental report will be filed.